Event description:
Iabp (intra-aortic balloon pump) was giving gas fill alarm, helium tank was full, line was intact with no leaks, disconnected gas line and reconnected to reset the alarm. This device [serial#: (B)(6) ], was not included in affected lot numbers, but was showing same type system condition alarm noted in voluntary medical device correction.